Event description:
It was reported that the asymptomatic patient presented for pre-operative check. Upon interrogation of the device, atrial loss of capture was observed on the right atrial lead. No addition information was available.